Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524 implantable pacing lead 1993 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low bipolar impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.